Manufacturer narrative:
Eval: results - the returned leads were visually examined under the microscope. Lead a showed kinked/broken wires approx 10.5 cm from the stimulation end. The lead failed the conductivity test. Lead b showed no anomalies under the visual inspection. Testing revealed that all channels passed the conductivity test. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 1 of 2: reference MFR report: 1627487-2012-09022. The pt received the scs system including two percutaneous leads (from two different lots) on (B)(6) 2011. It has been reported the pt went under a surgical intervention for an apparent lead fracture and migration. A full diagnostic parameter also revealed high impedance values. The physician explanted and replaced the percutaneous leads with a different model lead. During the procedure, the physician also elected to reposition the implanted ipg. The pt reported effective coverage post-operative. The analysis on the explanted products was completed on (B)(6) 2011.